Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) was having trouble with their ins and needed to have a representative look at it or adjust it. Since last year when it was put in the ins was not set to the correct frequency for pt got leg pain and tiredness. Last fall pt went to the mayo clinic and found the problem. Pt had several connectors not working and they had to readjust all of the settings. At the time pt lost function in their remote to increase their frequency or pain level for they could decrease the therapy but it would not go up again for pt was getting settings not available. Pt had been in contact with a rep in the fall but now they were not answering their phone and pt had not heard a response. Pt said they were in pain and it was "killing them" (ps understood it was a figure of speech). Pt had 19 nodes and only 14 of them work. Pt said their ins could be a defect or it could have been put in wrong. The patient was redirected to their healthcare provider to further address the issue. Ps provided pt nas phone number. Ps also emailed local field representatives.